Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, h3, h4, h6 and h10.

Event description:
It is further reported that the patient is experiencing facial drooping and has not regained full facial nerve function.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). D10 ¿ medical products: item # 24-6562, lot # 061350c; tmj system right fossa component, small. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00109.

Event description:
It is reported that the patient underwent a right side temporomandibular joint replacement procedure. Subsequently, the patient is experiencing decreased hearing on the right side as well as loud squeaking noises when eating. Patient also can feel the tip of the joint when a finger is inserted in the right ear. Attempts have been made and additional information on the reported event is unavailable at this time.